Event description:
Noise on the ra and rv channels in vf recordings transmitted to home monitoring. Patient received two inappropriate shocks on (B)(6) 2022 due to noise. Noise was not reproducible during in office testing. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.